Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was 8 mm in size and located in the right lung middle lobe 1 mm from the pleura. Upon waking from general anesthesia, the patient experienced shortness of breath, and a 50% pneumothorax was identified; therefore, an 8 french chest tube was placed to resolve the pneumothorax. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. The physician did not believe the ion system contributed to or caused the pneumothorax, but rather the location of the lesion was contributory. The patient was hospitalized for 2 days, then discharged home in stable condition. The diagnosis was carcinoid, and the treatment plan was surgery.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.